Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 12pm on (B)(6) 2016. The patient did not provided details regarding medication(s) they take to manage their diabetes and did not state whether or not they had made any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that 5 hours after the alleged product issue occurred they developed the symptoms of "dizzy and shaky", but did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved. The products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.